Manufacturer narrative:
The device is not available for return to the manufacturer. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that when the catheter was removed from the patient, the tip was not intact.